Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a venaseal device during procedure for treatment of the great saphenous vein under local anesthesia. Hand compression was used. The device was not flushed prior to use. The IFU was followed during preparation, procedure and post procedure. The guidewire was used for the insertion of the catheter. It is reported that the patient has a severe rash caused by allergic reaction. The procedure was completed by normal procedure completion. Additional treatment was required. The physician has given patient benadryl and a shot of epinephrine which improved symptoms but did not resolve them. Physician has started the patient on an oral steroid.

Manufacturer narrative:
Additional information: patient is of asian (B)(6) heritage. Patient has signs of early dementia. The patient was involved in a motor vehicle accident on date of event. Patient had a laceration of the spleen which required embolization by the physician and 2 separate transfusions of blood approximately 3 months prior to venaseal treatment. Patient had systemic rash and hives for unknown reasons secondary to the embolization and/or blood products that were transfused. This was primarily on patient trunk. This resolved after some time. The patient had significant hypersensitive reactions to the blood products secondary to the transfusions received from the laceration of the spleen. Patient continued with itching of scalp; however the physician reported there are no outward signs in this area. Patient still has puntate areas of irritation in their trunk, but none in the venaseal treated limb or contralateral extremity. Patient has had treatment with zirtec and 2 courses of prednisone. The outward appearance is much better; however still present. There is no pustular attributes to the irritations. The physician believes the patient has hypersensitivity to many things and the treatment gave rise to another of these episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.